Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 1400 (mg/dl), the flu and diabetic ketoacidosis. Reportedly, the customer attempted to deliver a bolus but the pump declared an occlusion alarm. While hospitalized, the customer was treated with intravenous insulin and released on (B)(6) 2016 with bg levels in the 130's (mg/dl).